Event description:
The customer reported having issues with the sensor again. He stated that the sensor's reading was different form his blood glucose. The caller mentioned that more than a year ago, he was hospitalized with high blood glucose of 300 to 400mg/dl. Troubleshooting was declined as customer feels frustrated and wants to upgrade to the new insulin pump and sensor. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.